Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was performed and no discrepancies were found. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may be the result of prosthesis wear of the patella as reported, patient-related issues, loosening or due to inclusion of the polyethylene in the packaging recall. The patella was confirmed to have a single pit, likely from a third-body, in the provided images; however overall, the patella and tibial insert are unremarkable for implanted devices. This cannot be confirmed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6) 521-78-23 - threaded pin size 2.3 collared.

Event description:
It was reported that this 79 y/o female patient's left knee was revised approximately 10 months post op. Everything was revised due to wear on patella and tibial insert + the femur ¿debonded¿ from the cement. Diagnosis: loosening, lysis osteo, tibial & patella wear. Patient was last known to be in stable condition following the event. Product not returning: disposed.